Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a clinical trial of an unspecified medication , the pump module was alarming for air in line at one of their hematological oncology test sites. The customer states that they are only inquiring about the compatibility of an anti-siphon valve and the investigational medication.